Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient experienced shaking and dyspnea. The cgm was reading 63 mg/dl and the blood glucose reading was 38 mg/dl. The patient reported the episode to her health care provider (hcp). According to the report, the patient was clear that she was not advised any medication by the doctor and was just informed to replace if inaccuracy happens to continue. Although none documented in the complaint, a bg of 38 mg/dl would require some kind of treatment. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).